Event description:
During the transfemoral tavr procedure, a sapien xt valve was deployed in a too ventricular position. The next day the valve was observed to be sitting in the lvot. A second valve was deployed. Initially, the (B)(6) year old male was brought to the hybrid operating room for transfemoral tavr using a 26mm sapien xt valve. Conscious sedation was used throughout the case. The procedure was uncomplicated. The valve was positioned 60:40 ventricular, however, during deployment the valve landed 70:30 ventricular. Post valve deployment, angiography revealed moderate paravalvular leak (pvl) while tte showed more mild pvl. Physicians decided to post dilate using 2cc more contrast in the delivery balloon. This was performed without incidence and the post ballooning angio revealed reduction of pvl to mild. Per report, there was contrast that extended into the left ventricle (lv) but with every contraction of the lv the contrast disappeared. The physicians were satisfied with the result and the patient was sent to the ICU for recovery. Post operative day (pod) 1 the patient's valve was observed to be below the native annulus sitting in the lvot. The decision was made to deploy a second valve. Pod4 a 26mm sapien xt valve was implanted via left tf approach. The second valve was positioned 50:50 in relation to the top edge of the first valve. Post implant tee showed trace pvl. The patient was noted to have been sent to the unit in stable condition. The native aortic annulus diameter measured 20.9mmx27.5mm by CT with an area of 449mm². The aortic valve/leaflets were mildly calcified. Coaxial alignment of the delivery system and the valve and image intensifier angle were described as good. Ventilation was held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use, valve malposition and valve migration requiring intervention are known potential adverse events associated with transcatheter aortic valve replacement. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on preprocedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Per the IFU, use of the edwards sapien xt thv with the novaflex delivery system and accessories is contraindicated in patients with a non-calcified aortic valve. In this case, the exact cause for the valve malposition cannot be confirmed, however, patient factors (mild native/leaflet calcification) most likely contributed to the event. The subsequent migration was likely a result of the too ventricular malposition of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.